Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. The reporter alleged that the display was flashing after being exposed to water. It was also noted that the display was very dim and difficult to read. Reportedly, moisture can be seen behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: during testing, the pump powered on, using the returned battery cap, with audio tones functioning. The display was found to be blank and the pump¿s vibratory alarm was not functioning. Evaluation revealed that the pump case was cracked in the lower right-hand side of the display area. A leak test was performed and the pump was found to be leaking at the pump case crack. The pump case was removed and evidence of moisture contamination was observed on the display flex cable, display flex connector, and various other electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.